Event description:
It was reported that on (B)(6) 2013, the patient underwent a stenting procedure with placement of an acculink stent. Post procedure, the patient experienced an episode of left leg numbness and hypotension. Computed tomography performed post procedure and the following morning noted no transient ischemic attack and no stroke. No treatment was provided for the numbness and the numbness continues. Medication was administered as treatment for the hypotension. The hypotension continued and resolved on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of hypotension is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.